Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the snare could not remove the polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable. ***additional information received on february 6, 2024*** the size of the polyp was 6mm. The snare was not securely attached to the active cord, however, there was no difficulty connecting the snare to the active cord.

Manufacturer narrative:
Block h2: additional information: blocks a1 (patient identifier) and b5 has been updated based on the additional information received on february 6, 2024. Block a4: the patient's weight is 59.6 kg. Block e1: the reported health care facility is the second affiliated hospital of chongqing medical university. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h10 investigation results: one captivator ii snare was received for analysis and no problems were found. During microscopic examination, the 2 in 1 connector was carefully inspected and no problems were found either. Functional examination was performed, and the device was extended and retracted in the 10-inch loop fixture and the loop could extend well. Electrical test was performed, and the device was found to be within specification. Additionally, the device was tested with a boston scientific active cord and with a non-boston scientific active cord (conmed and erbe) and both cables were connected properly. No other problems were noted. The reported event of "loop failure to cut" could not be confirmed since the device was returned without any problems on it, and after a functional test, the device could extend and retract properly. Besides that, an electrical test was performed, and was within specification. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected.

Manufacturer narrative:
Block a4: the patient's weight is 59.6 kg. Block e1: the reported health care facility is the second affiliated hospital of (B)(6) medical university. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure the snare could not remove the polyp. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.